Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the cabinet was not communicating with the server. A technical support specialist (tss) dialed in to the station and validated that both upload and download were current. An email was sent to the customer for validation. A notification email was sent, but no update was received. The case was closed since there was no issue with communication between the station and the server. The system functioned after the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user informed that the cabinet was not communicating with the es production server. The customer performed a test on the port number that was open on the es server to verify connectivity. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.